Event description:
Suture partially deployed pre deployment. No patient harm occurred another perclose was opened and used to complete the case; vendor notified. Manufacturer response for suture closure device, perclose prostyle (per site reporter).